Event description:
Event description cpi received information that this myocardial lead was removed from service because of noise and the patient was receiving inappropriate, along with appropriate therapy. During the replacement procedure of the lead it was found to have an insulation break.